Manufacturer narrative:
Additional data: h3, h6. The lal was returned for evaluation, however, it was cut into fragments during explantation and is unable to be adequately evaluated due to the condition of the lens. Manufacturer reference: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +17.5d) was explanted from the left eye and a new lal (sn (B)(6), +16.5d) was implanted as a replacement. Rxsight's first awareness of the event was on 07/02/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).